Manufacturer narrative:
Date of event - the aware date was used for the event date.

Event description:
It was reported that a thrombus occurred. On an unspecified date, left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The patient presented for their one year follow up and a thrombus was discovered. The patient was hospitalized and treatment began to dissolve the thrombus.

Event description:
It was reported that a thrombus occurred. On an unspecified date, left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The patient presented for their one year follow up and a thrombus was discovered. The patient was hospitalized and treatment began to dissolve the thrombus. It was further reported that device implant occurred on (B)(6) 2020. The procedure time was 65 minutes, and the activated clotting time (act) was 410 seconds. A 27mm device was placed in the left atrial appendage with a maximum diameter of 18.3mm at the entrance of the left atrial appendage and a maximum diameter of 23.4mm at the depth without issue. The device compression ratio after device release was 13 to 15%, with no leak noted. After device implant, warfarin 3.0mg and biaspyrin 100mg were administered. At the 45-day follow-up, a transesophageal echocardiogram (tee) noted a 3mm leak on the lateral side of the left atrial appendage image near 45 degrees. Warfarin was discontinued and changed to clopidogrel and biaspyrin because the leak was less than 5mm. A computed tomography (CT) scan was performed on (B)(6) 2020 as a 6-month follow-up. As the patient was suspected of having a device thrombus, he was hospitalized on (B)(6) 2020, and when a tee was performed, a device thrombus was confirmed. On the left atrial appendage image near 90 degrees on the tee, a 20mm elongated, laminar, mobile thrombus was noted between the left atrial appendage and the device was confirmed on the inferior side, and a 15mm spherical, pedunculated, non-mobile thrombus was confirmed near the device screw. Since the thrombus was mobile, there was concern for a risk of thrombus embolism. On (B)(6) 2020, the device was surgically explanted and the laa was sutured closed using a patch. The post-operative course was fine and the patient was discharged on (B)(6) 2020.